Event description:
Caller reported malfunction on pump, with no notable events occurring prior to issue. There was no adverse impact to customer's blood glucose level. Customer service provided information to reset pump and assisted caller with process, after which malfunction did not recur. Customer may continue to use pump and was instructed to call back if malfunction recurs. No additional information was received regarding the outcome of the event.